Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. It is unknown which event occurred with which suture layer. Patient event reaction regarding pds suture captured in mw 2210968-2020-00965; patient event regarding deep monocryl captured in mw 2210968-2020-00966; patient event regarding 2-0 monocryl captured; patient event regarding 3-0 monocryl captured in mw 2210968-2020-00968; patient event regarding 4-0 monocryl captured in mw 2210968-2020-00969.

Event description:
It was reported by an attorney that the patient underwent right immediate breast reconstruction using a muscle and fascial sparing tram flap based on the deep inferior epigastric artery perforator, left immediate breast reconstruction using a muscle-sparing tram flap based on the deep inferior epigastric artery perforator on (B)(6) 2009 during which ¿the abdominal wound was then closed using 0 pds sutures in the scarpa¿s, 2-0 monocryl in the deep dermis and 3-0 monocryl running cutaneous sutures. The umbilicus was then fashioned towards the midline and sutures using 4-0 monocryl deep dermal sutures. The flap was then inset using 3-0 deep dermal monocryl and 4-0 monocryl subcuticular sutures. The wound was then inset using 3-0 monocryl deep dermal sutures and 4-0 monocryl subcuticular sutures.¿ it was reported the patient experienced ¿broken sutures, opening of the wound, abdominal wound care, vac- machine for suctioning, pain, swelling, pus, bleeding, frothy draining and fever. After the suture was removed, patient experienced permanent scars and continues to have an allergic internal reaction to the suture.¿ no additional information was provided.